Manufacturer narrative:
Product ID 3387s-40, lot# va09fz1, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va09fz1, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
It was reported, there was skin breakdown noted in the inferior portion of the skin around the battery. It was stated a revision occurred. It was noted, the implantable neurostimulator (ins) was in the right chest and a pocket revision was performed. It was noted the extensions were disconnected from the battery and the battery was moved to the right axillary area. It was noted, the electrode impedance check was performed and all impedances were within normal limits. It was stated a gram stain was obtained and the culture was sent. It was noted, the patient had noticed the skin starting to breakdown around the inferior portion of the battery on the medial side. It was stated, the area was red and inflamed. It was noted, the patient status at the time of report was alive with no injury. It was further reported, the patient received effective therapy. It was noted, the results of the culture was unknown. It was noted, the patient was treated with antibiotics in the operating room.